Event description:
It was reported that a physician implanted two x-stop devices into a pt at levels l3-l4 and l4-l5. At six months post-op f/u, the x-stop implant at level l4-l5 moved partially posteriorly but remained in situ; level l3-l4 were unchanged. Reportedly, the "upper l5 and lower l4 edges of the spinous processes were very curved in opposite outward directions making it easy for the implant to be forced posteriorly." Eight months post-op, pt had improved lower back pain and incomplete improvement of right leg pain. No additional info reported.

Manufacturer narrative:
Additional catalog #: 1-3010; lot#: 060302. Device not returned, f/u conversation with company rep.